Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, high thresholds and capture could not be confirmed. The ra lead remains in use. No patient complications have been reported as a result of this event.